Event description:
The following is based off the attorney's report and patient medical records provided to davol by the patient's attorney. (B)(6) 2012 - the patient underwent implant of a bard perfix plug for a right inguinal hernia repair; (B)(6) 2012 - the patient underwent explant of the bard perfix plug due to pain. The patient was implanted with a bard ventralex mesh to replace the perfix plug that had been removed. The attorney's report alleges defective mesh, explant, disability, pain.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused of contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted. See MDR 1213643-201300575 for info related to the ventralex mesh implanted on (B)(6) 2012.